Manufacturer narrative:
Testing and investigation found the device to have a broken door handle and a broken door roller pin. The probable cause for the broken device door roller and pin was leaving the device door assembly in the open position exposing the device door roller to contact damage. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device door roller, door roller pin, and handle door were broken. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.